Manufacturer narrative:
Samples were collected in a light green top, 13mm x 100 mm vessel and centrifuged for 3 minutes at 3000rpm. System check on the day of the event passed all specifications. Accutni was last calibrated on (B)(4) 2011. Qc data over the last 30 days passed all specifications. A field service engineer (fse) was dispatched on-site (B)(4) 2011. Fse successfully completed an overdue preventive maintenance (pm). Fse also replaced the substrate probe and transducer during the pm. Although hardware was replaced, a clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding non-reproducible false positive troponin (accutni) results generated by the access 2 immunoassay system. The erroneous results were not reported outside of the laboratory. The results provided by the customer are shown. There was no report of death, injury or change to patient treatment attributed to or connected with this event.